Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the active fixation lead would not deploy. The lead was not implanted and an alternative lead was placed without incident. No patient complications have been reported as a result of this event.